Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for the specific event and the case is consider closed.

Event description:
Customer complaints blood leak during treatment. Blood flow rate, 80ml/mh, tmp 50mmhg, blood loss was relatively minor. No patient harm, no medical intervention was necessary.